Event description:
It was reported that the lead helix was retracted prior to the implant and then automatically extended during the procedure. The lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.